Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had an unknown mentor gel implant placed experienced baker grade iii/IV capsular contracture of an unknown side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on may 1, 2021. The impacted product was a 375cc mentor memorygel breast implant, lot#: 9426739, serial#: (B)(6). The implant date was clarified to be on (B)(6) 2020. The capsular contracture was right sided. A manufacturing record evaluation was performed for the finished device 9426739 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).